Event description:
It was reported to bsc/target that during the intervention when the physician flushed the spinnaker elite flow directed catheter 1.5 f-l with contrast medium, it leaked at the distal section of the catheter.